Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device check, premature battery depletion was observed. Device will be monitored and replacement was planned for 6 months.